Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a pairing issue occurred. The date of the event is an approximation. The patient reported experiencing a ¿pairing failed¿ issue on (B)(6) 2026. It was further reported that the patient experienced a critical hyperglycemic event, which the reporter described as a "near-death" experience. No additional details were provided regarding the device malfunction, medical interventions, or circumstances surrounding the event. Due-diligence attempts were made to contact the reporter for further information; however, these efforts were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/17/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 9:47 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to expiration on 02/14/2026. There were no bg calibrations attempted during the sensor session. On the days surrounding the reported event (02/08/2026 through 02/10/2026) there were no pairing attempts made. The egvs went above the high threshold several times, which triggered high alerts that were either acknowledged or auto cleared when the egvs fell below the high threshold. All alerts were found to have performed as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.